Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacture representative regarding a patient receiving morphine (10 mg/ml) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had a new pump implanted on (B)(6) 2019 and based off the logs there was an update on the (B)(6). The update on the (B)(6) was to increase the dose. It was noted the patient was seeing a critical alarm that occurred on (B)(6) 2019 and the caller wanted to know what this was and how to resolve. The hcp had been using an 8840 to do the updates. The patient saw the stopped pump may exceed tube set alarm on (B)(6) 2019. The caller did not have the reported from the programming on the (B)(6). There were no stalls or any other anomalies in the logs. The possibility of the programming update not completing therefor would have cause the pump to go into stopped pump mode was reviewed. The possibility of a programming error was reviewed as well as putting the pump to a temporary stop. The caller was re-directed to the hcp to go back to programming and update the drug and dose information making sure the update was complete in order to program out of the stopped pump mode. There were no symptoms reported.